Manufacturer narrative:
Unique identifier (UDI) #: di number and pi number are unknown as the part number and lot number were not provided. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. The complaint investigation is currently in progress. Additional information will be submitted within 30 days of obtaining any additional information.

Event description:
As noted in the publication by murarka et al a novel method of ventricular closure following transapical access, future cardiol (nov 2010) 6(6): 881-887; two cases of deployment difficulty with the mynx vascular closure device (vcd) were reported from an animal study. It was reported that there was retention of material from one of the vcd¿s in the left ventricular trabeculae, and the second vcd was pulled through the ventricular wall. The vcds were being used in conjunction with an 8f arterial and 8f venous sheath introducer for left ventricle (lv) closure following a pericardiectomy procedure. The vcds will not be returned for analysis.

Manufacturer narrative:
As noted in the publication by murarka et al, two cases of deployment difficulty with the mynx vascular closure device (vcd) were reported from an animal study in which a novel method of ventricular closure following transapical access. It was reported that there was retention of material from one of the vcd¿s in the left ventricular trabeculae, and the second vcd was pulled through the ventricular wall. The vcds were being used in conjunction with an 8f arterial and 8f venous sheath introducer for left ventricle (lv) closure following a pericardiectomy procedure. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. Without the return of the device for analysis, the reported event could not be confirmed and no determination of possible contributing factors could be made. Based on limited information available for review, contributing factors to the reported event could not be determined. However, procedural factors are likely. As per the instructions for use, mynxgrip is indicated for use to seal femoral arterial and femoral venous access sites while reducing times to hemostasis and ambulation in patients who have undergone diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.